Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6: health effect - clinical code - e2301 alteration in body temperature.

Event description:
It was reported that a signal loss occurred. The patient´s wife felt that something was wrong with the patient, she tried to check the patient and when she touched the patient he was sweating and very cold. The patient experienced seizures and convulsions. She called emergency medical technician¿s (emt) around 01:30 am and emt arrived after 10 minutes. The paramedics took a bg reading which was 21 mg/dl, they treated the patient with IV glucose. The sensor did not alarm and did not show any readings due to signal loss. The patient recovered after 30 minutes to 1 hour. No product or data was provided for evaluation. The allegation and a probable cause could not be determined.